Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer loaded new cartridges to resolve the issues. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.